Event description:
The donor renal artery had an early branch to the upper pole, so the surgeon used an endo ta stapler to ligate the artery and provide maximal length. The stapler was fired and then withdrawn slowly. We noted rapid arterial bleeding as the surgeon withdrew the stapler. The surgeon immediately made flank incision, exposed the aorta, and held pressure until the patient was hemodynamically stable. The stapler may not have released completely leading to the torn artery.